Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a leaking insulin cartridge while using a 23-inch, 6 mm contact detach infusion set, after which the patient replaced the connector and cartridge and noted elevated blood glucose; the patient acknowledged routinely filling the cartridge to 2.0 ml and was counseled to fill to 1.8 ml and to use a syringe to pull back the plunger to remove trapped air. Symptoms included hyperglycemia with a reported peak of 312 mg/dl lasting about three hours, without ketone testing, medical intervention, or use of backup therapy. Outcomes included transient loss of glycemic control without injury, hospitalization, or other clinical impact. Investigation included telephone troubleshooting and user guidance on correct cartridge fill volume and air removal technique. Investigation of this case revealed user technique concerns related to overfilling and potential air in the cartridge consistent with a leakage allegation of the cartridge component and infusion set connection. It was concluded, based on previously established findings for similar reports, that the cause was user error.